Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The screen blacked out due to failure of the printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit screen blacked out. The issue was observed during preparation for use on a therapeutic (laparoscope) procedure. The procedure was completed with the same device with no delays. There were no reports of patient harm associated with this event.